Event description:
It was reported that the patient attended a postoperative follow-up appointment 34 days after their deep brain stimulation (dbs) implant procedure. During the visit, pus-like drainage was observed at the incision site of the left burr hole cover. As a result, the patient underwent a full system explant procedure. A culture revealed that the patient had developed a methicillin-susceptible staphylococcus aureus (mssa) infection. To treat the infection, a peripherally inserted central catheter (PICC) line was placed for the administration of intravenous (IV) antibiotics over a four-week period. The patient is recovering well postoperatively. All devices were discarded and will not be returned for analysis.

Manufacturer narrative:
D2: mhy; stimulator, electrical, implanted, for parkinsonian tremor. D2: nhl; stimulator, electrical, implanted, for parkinsonian symptoms. Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0. Model: db-4600-c. Batch: 34463540. (Root parent) gtin: (B)(4). Unique identifier (UDI) #: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7131800. (Root parent) gtin: (B)(4). Unique identifier (UDI) #: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7131210. (Root parent) gtin: (B)(4). Unique identifier (UDI) #: (B)(4).